Event description:
Customer reported that nine (9) glucose cup patient results were reported as incorrectly low from a unicel dxc 800 synchron system on (B)(4) 2009. The results were reported out of the laboratory. The customer then ran qc (quality controls) after discovering the incorrect results. The qc's failed because, one data point was low. (>4std. Dev. Mean 383. Result 166). Customer then recalibrated the system and ran controls to their acceptability. All the samples were rerun and then corrected. The corrected results were reported out of the laboratory. There is no report of any adverse event or serious injury related to this event. It is not known if there was any change to patient treatment as a result of this event.

Manufacturer narrative:
Service was dispatched to the site and examined the system on (B)(4) 2009. The field service engineer noticed a low data point on the qc calibration report and an abnormal amount of bubbles in the glucose reagent line to the glucose cup. The engineer replaced the glucose electrode and the modular chemistry tricontinent syringe. Service reported that the system was performing within specification and continued monitoring the site. This is one of nine separate MDR reports as nine individual patient sample results were reported for the single malfunction event. Reference MDR numbers 2050012-2011-01274, -01275, -01276, -01277, -01278, -01282, -01307, -01308 for all associated reports. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for additional reportable events.